Manufacturer narrative:
This report is submitted on may 24, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to issues with several open electrodes. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. Device analysis showed that ther was a device malfunction. This report is submitted on jul 13, 2021.